Event description:
It was reported in a lawsuit that the pt underwent surgery on or about 6/25/95 for back problems or "laminectomy syndrome." From that time until 2/29/98 the pt experienced persistent low back pain, numbness in her right leg and sciatice. At that time the devices were alleged to be removed.